Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer "vat request 5/22 06:48 white lumen not flushing. 5/22 08:00 vat assessed white lumen sluggish return red lumen leaking. 'Vat rn arrived to unit to troubleshoot PICC. First vat rn had arrived to troubleshoot PICC d/t lack of blood return and had noted PICC was leaking near insertion site when line was being flushed. Dressing removed and PICC noted to be leaking from catheter under the securacath anchoring device. Securacath opened to assess line. Portion of line noted to be ruptured and visible leaking occurring when flushing PICC. PICC removed at this time d/t catheter damage.' After line removal catheter was assessed and noted to have a slit instead of a hole it was also that there was more leaking noted in red lumen vs white lumen." How was the break and/or retained segment discovered? Are radiographic images available? Line leaking with flush. Did the patient require surgery to remove the broken piece? No. Were all the missing/broken pieces retrieved and accounted for? Yes. What type of imaging was used to verify broken piece in patient? Are pictures available? Not applicable. What type of catheter securement was utilized? Securacath. At what point during device use (i.e. Insertion, infusion, removal) did the break occur? Infusion. Any long-term patient harm? No.